Event description:
It was reported, the ipg does not hold a charge for greater than two days. It was also reported, the ipg takes 4-8 hours to obtain a full charge. A new charger was sent. Follow up determined the new charger did not resolve the issue. The pt's ipg was explanted. A new ipg was implanted and connected to existing leads. Reportedly, the pt was reprogrammed and has optimal coverage.

Manufacturer narrative:
Correction: 1627487-07262012-002-r, 1627487-07262012-001-c, this ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.